Event description:
Major pump unit(s) involved: drive unit failure. Additional text: serous fluid leaking from driveline. Specific component(s) involved: driveline malfunction. Additional text: serous fluid leaking from driveline. Causative or contributing factor: patient error in system care. Intervention(s): other interventions, specify. Other intervention : I& d of driveline/pump pocket. Implant device type: lvad.

Event description:
Major pump unit(s) involved: drive unit failure. Specific component(s) involved: driveline malfunction.

Event description:
Major pump unit(s) involved: drive unit failure. Specific component(s) involved: driveline malfunction.